Event description:
It was reported that the patient experienced low blood glucose after not announcing a meal while using the ilet system, with a blood glucose of 61 mg/dl and no associated alerts or alarms described. Investigation included a review of user-reported history and assessment of device performance based on the call details. Further investigation of this case revealed that the event followed a missed meal announcement, and the cause of the hypoglycemia remained unclear. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and return of glucose to the target range without the need for medical intervention or hospitalization. It was concluded that, based on previously established findings for similar reports, the device function could not be implicated based on available information, and user factors likely contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.